Event description:
It was reported during a rotational atherectomy treatment procedure for in-stent restenosis, that first attempts to ablate with a 2.0 burr were unsuccessful, as it could not pass the lesion. The burr was changed to 1.75 after ablation with the 1.75 burr a 2.0 burr was used. Ablation was performed successfully. When the physician attempted to remove the 2.0 burr by dynaglide the physician noted an abnormality and abnormal noise. The system was checked and found not to be in dynaglide mode. The physician could not activate the dynaglide mode so the system was removed and an angiography was performed. This revealed that the tip of the wire (about 3cc) was in the lad apical. The physician attempted to retrieve the wire using a snare, but was not successful as the wire was fixed in place. The pt status is unk.